Event description:
Four days post-operatively the pt complained of pain and was re-admitted to the o.r. Where the surgeon found the suture had broken in several areas. The surgeon resutured using a nylon loop.